Event description:
The physician was intending to implant a resolute integrity stent. The device was removed from the packaging per IFU and inspected with no issues noted. It is reported that the stent fell off of the balloon while being advanced through the vessel and positioned, prior to deployment. The dislodged stent remains in the patient. Patient is alive, no injury reported.

Manufacturer narrative:
Results: device inspected prior to use with no issues noted, dislodgement related to procedure, device embolism, no cine images or device returned, no device returned for evaluation. Conclusion: use of device during the procedure as no abnormalities noted prior to use, stent embolism, no cine images received, no device returned. (B)(4).